Manufacturer narrative:
Results of investigation oscillator cannot pressurize, will not pass calibration" - inspected circuit found faulty cap diaphragms -replaced circuit - still not pressurizing -inspected internal tubing - found airway pressure line disconnected behind bulkhead -connected airway pressure line - mean airway pressure restored -calibrated zero/span transducers -calibrated bias gas flow meter (pr7) -calibrated dump valve line pressure (pr3) -calibrated control valve pressure (fv1) -calibrated pr2 -calibrated pr6 -performance verification - passed. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100a vent failed to pressurize. No patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other-the suspect device was not returned for evaluation, therefore a definitive root cause could not be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned